Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient had an auto accident on (B)(6) which caused a compression fracture at t11. The patient was having tingling and shocking throughout their body. The rep stated that the patient was having jerking spasms in their arms and legs that were visible to them. They reported that the patient had stimulation on at the time of the accident, but it turned off on its own afterwards. It was noted that the patient had not done anything with their system since (B)(6). The caller stated it was suspected the leads had moved down or pulled out of the epidural space, but it was not known for sure. The rep reported there was no telemetry with the ins using the clinician and patient programmers. No further complications were reported. Additional information was received from a representative (rep) regarding the patient. It was reported that migration had occurred due to the auto accident. The rep reported that x-rays and reprogramming were performed. They also stated that the system was explanted and the issue was resolved. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient's symptoms that were reported were not device related. No further information was reported.